Event description:
The customer obtained false low ckmb results on quality control and two patient samples. A result of 0.00 ng/ml. Was reported for both patients. The clinician questioned the results, so the same samples were repeated. The repeated results were 13.08 ng/ml and 10.37 ng/ml. There was no report of patient harm as a result of this event.